Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with a competitor device and this right ventricular (rv) lead went into slow ventricular tachycardia (vt) then had an asystole. Noted a decreased in rv amplitude but still within normal range. Boston scientific technical services (ts) discussed reprogramming; uncertain if the lead had dislodged as further testing is required. This lead remains in service. No adverse patient effects were reported.